Event description:
The customer reported greater than one (1) liter of blue-yellow fluid leaked onto the counter and dripped to the floor involving the coulter lh 750 hematology analyzer. The customer indicated there were system error messages. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, face shield during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked in the diluter at the upper sheath restrictor tubing. The fse noted the tubing came off the bottom of the metal sheath restrictor. The fse replaced the tubing to the sheath restrictor and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. Beckman coulter internal identifier for this report is (B)(4).